Manufacturer narrative:
(B)(4).

Event description:
The health care professional experienced difficulty passing and placing the lead during implant. A follow-up report will be sent if additional info becomes available.